Event description:
Narrative from staff: a 4fr micropuncture sheath broke inside patient's av fistula. Surgeon cut down on av fistula site and obtained the broken piece out of the fistula during thrombectomy.